Event description:
It was reported that the patient had an infection after the implantation surgery and got treatment. The active electrode array was cut off accidentally by the local ent doctor. The patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.